Event description:
It was reported the single use electrosurgical knife insulation tip broke off during an endoscopic submucosal dissection procedure. A second unit of the same model (same lot) was used and the insulation tip similarly detached. The procedure was completed with a backup device. There were no reports of patient harm. This is report 2 of 2 for the second device reported.

Manufacturer narrative:
Related patient identifier: (B)(6). The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is considered that the tip fractured into two pieces, which reduced the bonding strength between the tip and the electrode, ultimately leading to tip detachment most likely due to the electrical current/discharge during use. However, the exact cause of the electrical discharge could not be identified. Therefore, the root cause of the reported event could not be determined should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.